Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device will not power on from key way, which was reproduced during evaluation. The cause was determined to be a failing upper auxiliary. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on from key way. The problem occurred during preventive maintenance testing in biomed service department. There was no patient involvement. No additional information is available.